Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the devices were not available for evaluation. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings.

Event description:
As reported, approximately 1 year post op initial left tka, this 58 y/o female patient was revised due to a loose femur. Patient complained of pain. Due to recall surgeon used competitor for revision. Patient was last known to be in stable condition following the event. Unknown medical history. An x-ray dated from (B)(6) 2023. Product is not being returned due to chain of command - hospital will not release.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 02-022-35-2009 - truliant tib imp ps insert sz 2 9mm, (B)(6). 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t, (B)(6). 02-029-99-1001 - fluted headless pin 3.0" square head, pk2, (B)(6). 02-029-99-1002 - threaded head pin 2.3" square head, pk2, (B)(6). 200-07-29 - advanced patella 29m 3 peg implant, (B)(6).